Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the the distal part of glass cap was detached and returned. The glass cap exhibited severe devitrification at output window. Cap wear and cap detachment are known inherent risk of device. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. In addition, analysis identified the glass cap had a circumferential fracture on the distal side of the fiber/cap fusion zone at the bevel edge and the metal cap was found to be detached and returned. The metal cap exhibited severe detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks and severe contamination, likely biologic. The connector cone segments and tabs appeared in good condition and secure. The fiber connector passed the signature verification fixture test. Due to the observed glass cap circumferential fracture on the distal side, the potential for forward firing may exist. Based on the glass cap circumferential fracture at distal side and the metal cap detachment, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture and metal cap detachment.

Event description:
It was reported that during a procedure, the first fiber detached from the terminal hub at 160 joules, 70 minutes of use. The fiber was replaced and the procedure continued for 10 minutes than when into safety/standby mode. The fiber was again replaced and the procedure completed using a third fiber. This event is for the first fiber used.

Event description:
It was reported that during a procedure, the first fiber detached from the terminal hub at 160 joules, 70 minutes of use. The fiber was replaced and the procedure continued for 10 minutes than when into safety/standby mode. The fiber was again replaced and the procedure completed using a third fiber. This event is for the first fiber used.